Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3600-2 double loaded fibertak was inserted into the bone socket and the inserter shaft was removed. It was then, on the back table, noticed that one of the two forks on the tip broke off. An x-ray was taken and the fragment off the tip of the inserted could be seen in the periosteum and was not able to be removed. Case was completed with another anchor. This was discovered during an open biceps tenodesis procedure. No furthers issues reported.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo. However, without return of the fibertak for physical analysis, the cause remains undetermined. No change in harm was identified.